Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 330 mg/dl. The customer stated that after removing the battery from the insulin pump there was an insert battery alarm, after inserting the new battery the insulin pump went on, display was flashing and just now the screen was blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.